Event description:
During the surgery physician used endeavor resolute rx 2.25mm x30 mm to treat calcified and tortuous lesion with 90% stenosis in distal lad. The device could not pass the lesion, which was pre-dilated (at 12 atm). No resistance was encountered. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician used a new device (same size) to complete the surgery. No patient injury. Evaluation summary: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st distal stent segment is deformed. The 10th distal stent segment and the 4th, 8th and 11th proximal stent segments are misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited calcification, tortuosity and 90% stenosis). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation) 50 device failure related to patient condition (target lesion exhibited calcification, tortuosity and 90% stenosis). (B)(4).